Event description:
Reported blood glucose results of 117 mg/dl with a lifescan meter and 200 mg/dl on a laboratory device, performed within 11-20 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose.